Event description:
It was reported that an al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips would not form properly or hold on to the tissue. A new al326 was used to complete the case. There was no consequence to teh patient.